Manufacturer narrative:
Device received on 4/17/2020. Device evaluation summary completed on 4/26/2020: during visual evaluation of the sample, an area of missing material was observed on the anterior view, measuring approximately 0.1 cm x 0.1 cm. Additionally, a tear measuring 2.5 cm was observed next to the missing material area. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of lot 7720315 were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture during surgery complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with mentor memorygel, 250cc silicone breast implants which the left side ruptured intraoperatively. Issue diagnosed by (B)(6). Another implant used with cat # 3542501, sn #: (B)(4) on (B)(6) 2029. No adverse event reported.